Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported for this corporate lot number and issue to date. Visual/microscopic inspection: the sample was not returned for evaluation. Functional/performance evaluation: the sample was not returned for evaluation. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation and images were not provided for review. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event. Labeling review: the current localization wire instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (Correction) the device malfunctioned during the procedure and the procedure was rescheduled. Procedure rescheduled due to the malfunction of the device. If the malfunction were to reoccur during the procedure it may cause or contribute to a serious injury or death. Inconvenience for the patient. Local anesthesia administered and device failed to perform its diagnostic effectiveness. Based on the rescheduling of the procedure, this event was changed from a malfunction to serious injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is not available for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast localization wire procedure, after the wire was deployed into the breast the wire did not expand into its normal configuration. The procedure was rescheduled. There was no report of patient injury.